Manufacturer narrative:
Continuation of d10: product ID 977a260, serial(B)(6) implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-apr-13: information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for the call was the caller said the pt had the ins replaced in (B)(6) 2022 and said it was replaced by boston scientific but the medtronic leads were left in, and says "he is getting electrical impulses in weird parts of the body depending on the position instead he is in and doesn't feel it where he normally feels it". They couldn't answer what part of the body they normally would feel it.  2026-apr-20: upon further clarification, the caller said that "they replaced the main component but they didn't replace the leads". The "main component" they are referring to is the ins and has been replaced with a boston scientific. They said the leads have not been replaced and are still medtronic leads.